Event description:
It was reported to philips that fluoroscopy was not possible with the frontal plane.the system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the general anaesthesia was performed when the issue happened, and procedure was completed by relocating the patient to another room. A field service engineer (fse) was visited to the site and confirmed that fluoroscopy failed. After reviewing the log file, fse found that generator exception errors, which indicated the issues within the converters. The cause of the converter failure could not be determined by the supplier's part analysis. To resolve the issue, fse removed the frontal generator converters and installed replacement converters. After replacing converter, system was returned to use in good working order. The codes were updated based on the investigation outcome.